Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 5 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing scale markings as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported when using the bd preset¿ arterial blood collection syringe there was no label or missing label information. The following information was provided by the initial reporter: translated to english. The customer stated: "before use, the abg device was found to have no scale."